Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a through visual and functional examination. The 1st faze of the examination was visual. This visual is done as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event. It is noted that the device was received in good physical condition. The 2nd portion of the examination was the functional testing. This portion of the exam is performed to assess the device's operational status. The performance and functional testing revealed that the device had a performance/component anomaly that may or may not have been contributory to the adverse event; we cannot tell; technique may also have played a role in the event. Outside of these considerations, we cannot discern a root or underlying cause for the reported adverse event. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder procedure, with the use of an fms pump for fluid management, the patient's shoulder became far to swollen; although the pump pressure setting was 35, it was far greater in the joint; they do not know much extra. They stopped using the pump immediately, massaged the shoulder to dissipate the fluid and brought in another fms pump to conclude the procedure successfully without further issue or harm to the patient.